Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
On (B)(6), it was reported that while using an integra a1072 skull pin, the pin broke resulting in pt laceration. Information was then received on (B)(6) 2010 from a registered nurse (rn) with the following information: a (B)(6) female pt underwent a posterior cervical 4-thoracic 1-instrumentation/fusion. The skull pins that were used during the surgery were disposable. The lot number of the skull pin was not known since the incident happened at the end of the surgery and no one kept the package. The appropriate integra skull clamp was used with the pins. No stereotaxy device was used. The pt was positioned in a prone position and was never repositioned at any time during the surgery. When the surgery was completed, the drapes were removed, the surgeon noticed that the pin closest to the pt's forehead was broken and the pt's head was pressed on the mayfield frame. The length of time in use before this event occurred was three hours. The physician stated that there was no injury to the pt. The physician felt it was important to notify the manufacturer. He was very concerned and glad that the pt's head did not shift more and the mayfield tong did not go into the pt's eye. The pt outcome was reported as good.